Manufacturer narrative:
The device was returned and it did not match the device that was reported. We were not able to perform device inspection or device history record review in this case.

Event description:
The physician attempted to close an arteriotomy site with the starclose device following a diagnostic procedure. After the introducer sheath had been inserted into the pt's groin, the nurse noticed that the device was marked "not for human use." The non-sterile introducer sheath was removed from the pt. The starclose clip applier was never used. Hemostasis was achieved via manual compression and the pt was given 1 gram of prophylactic, intravenous ancef.